Manufacturer narrative:
Analysis of the desktop charger (serial # (B)(4) ) found that connector pin was broken all fdm and fdr codes apply to the desktop charger (serial # (B)(4)). Fdc (B)(4) applies to the desktop charger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome and spinal pain. It was reported the patient was turning stimulation up and then received warning screen. It was reviewed icon/screen meaning as charging ins screen, recommendation to charge ins, and patient said he had his follow up appointment was told that incision site was heal. Patient was recommended to recharge ins. Troubleshooting resolved the reported issue. It was reviewed that once the patient charged ins to at least 25% full then he could turn stimulation on. Additional information was received from patient on may-07-2018. It was stated his ins recharger (insr) was showing that he needed to charge the insr even when it was plugged into the wall. Patient stated he tried a different outlet and confirmed green light was showing on desktop charger (dtc), but this didn¿t resolve the issue. Patient services had patient describe the picture and patient saw the ins with an empty battery in front of it, lightening bolts and a plug. Patient could not troubleshoot due to lack of access to product. It was noted the arrow wouldn¿t line up. It was noted the connector pin was bad on dtc. No further complication and no symptoms were reported. On 2018-may-25, (B)(4): additional information was received from patient. It was stated the replacement of desktop charger resolved the empty ins battery screen, it worked great. No further complication and no symptoms were reported.